Event description:
It was reported that an overinfusion of lipids occurred. A 250ml bag was hung at 8:10 p.m. And was found empty at 9:10 p.m. The set was found outside the pump. The pt was placed on a ventilator and given blood transfusions due to the lipid levels in the blood.

Manufacturer narrative:
The user facility had reported that a 250ml bag of lipids was hung at 8:10 on channel b. At 9:10 the bag was found empty and the set was outside the pump. The pump was returned and visually and functionally tested. Visual inspection revealed the inspection seal was broken and the lower housing clip was bent. The pump's event log was retrieved and reviewed. The internal clock was correctly set for date and time within 1/2 hour. There were no entrees in the log for channel b on june 14. The pump's accuracy was tested and found to be within specification. There was no fault found with the pump and the log indicates that the pump was not running during the reported time. Unable to duplicate and determine root cause.